Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre 2 sensor detached after 2 days of wear. The customer experienced unspecified symptoms of hypoglycemia, subsequently loss consciousness, and received unspecified third-party treatment. No further details were provided. There was no report of death or permanent injury associated with this event.